Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the toggle switch was not working on the vasoview hemopro 2 with vasoshield and were unable to cut. The product is returning.